Event description:
A drop in the indicated battery charge was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, and thus there was no adverse impact to the blood glucose level. The customer reverted to manual injections for insulin therapy.